Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non conformances were found. When the device was returned to mmdg for investigation the administration set and flow stop were found to be operating as expected. Mmdg could not replicate or confirm the reported complaint.

Event description:
The initial reporter stated that they had a set free flow while it was being primed. They stated that they flow stop was not working correctly. They also stated this occurred prior to the device being used on the patient. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).